Event description:
Customer reported low run times and that after 30 seconds, the platform deems the battery low message. Customer used the second battery and got the same result. No adverse event reported.

Manufacturer narrative:
Reported complaint of "low run times" was not verified. Platform was run for 30 minutes using a test battery; no problems were encountered. Archive file showed a number of user advisory 44's (battery voltage too low during compression) when battery identified with serial number (B)(4) was used. Based on the information in the archive file, this battery was not properly maintained (it was not test cycled on a monthly basis)/ probable cause for the reported low run times is improper battery maintenance. Only the platform was returned; battery was not returned for eval. Platform would turn on when the battery was inserted. This was due to the power distribution board, which was replaced. Platform passed final test.